Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the blade broke. It was also reported that following a post op x-ray, a foreign object was seen, and a separate procedure. To remove this was required. This procedure to remove the fragment was completed successfully, with no delays or adverse consequences.

Event description:
No new information.

Manufacturer narrative:
H2: device not returned. D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.